Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip cracked at 8,000 joules. Add'l info reported by the customer was during set-up an aim test was performed and the beam was visible. The failure was noticed at the beginning of the procedure. The customer observed that the aim beam was diffused. There were no observations leading up to the incident. The event did not cause any issues with the pt. The user did not experience any injuries from use of the system.